Event description:
The co received an e-mail from a consumer reporting that consumer experienced ocular burns after rinsing consumer's left eye with oxysept comfort disinfection solution. Pt inadvertently rinsed contact lens with the hydrogen peroxide disinfection solution instead of saline, inserted the contact lens, consumer left eye burned intensely. As consumer could not remove the lens thoroughly with a saline solution but again took the bottle with disinfection solution. Consumer's spouse drove consumer to a hosptial where consumer received approx 30 ocular rinsings and consumer was hospitalized for 2 days. Consumer was certified as ill for 3 days and had to continue rinsings at home. The symptoms lasted for another 10 days. In follow-up with the consumer, consumer stated that according to eye doctor there will be no sequelae. Consumer is able to wear contact lenses again without problems.